Manufacturer narrative:
There was no patient involvement. (B)(6). Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. No evidence of an overfill or foaming that might affect the pump pcbs was identified. However, the distribution board was replaced as a precaution. The service representative then tested each patient pump, 1 at a time, and found the first to be slow and the second to generate smoke and a burning smell. The customer was provided an estimate for a repair and has not yet responded on if they would like further service on the device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported issue is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an error code was displayed on the patient side of a heater-cooler system 3t during maintenance. There was no patient involvement.

Event description:
See initial.

Manufacturer narrative:
From a later visit of a livanova field service representative, he noticed dried residues on the bridge assemblies indicating foam/suds formed in the tanks and rose to a such volume as to enter the pump motor units and leading the pumps electronics to be defective and consuming too much power. The pump has been returned for further investigation. The evaluation results revealed that the pump was heavily dirty and that the boards were damaged. The reported pump malfunction could be traced back to an overfill of the tanks.

Manufacturer narrative:
Additional investigation results revealed that the resistors of the distributor board were high-impedance due to the defective pumps electronics.

Event description:
See initial.